Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that while using the air dermatome handpiece during surgery, there were problems with adjusting the height of the cut and with loss of power. There was no patient harm or surgical delay reported.